Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced adhesive patch and cannula housing detached from spring prior to insertion while cocking the spring event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.